Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the pilot valve was not shifting. Additional malfunctions include the compressor was dirty, and the tie wraps were broken.